Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. While removing the supplies at the end of treatment, fluid was found within the cassette compartment of the cycler. The cause and origin of the leak was unknown. A peritoneal dialysis registered nurse (pdrn) was training the patient at the time of the leak and advised the patient to discontinue use of the cycler. The patient had manual supplies to continue with their scheduled treatments without the cycler. Follow up with the patient¿s pdrn verified that the patient did not develop any symptoms or require medical intervention as a result of the leak. The cassette used at the time of the incident was discarded. The patient received a replacement cycler and has continued peritoneal dialysis therapy without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.